Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the black box begins on contains date from (B)(6) 2012. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2010 have been overwritten. The current black box and alarm history shows no eaw¿s related to the complaint. The total daily dose was found to correctly reflect the user's programmed basal rates. The pump successfully passed a 29hour flow accuracy test. A force sensor calibration test showed the sensor is not detecting correct force. Removed pump cover and disassemble force sensor. The force sensor resistance is out of specifications. Contamination was observed on the force sensor. A crack extending from the case seal to the threads of the battery compartment was observed. The display has a pinkish contrast. Inserted new test screen. The test screen is fully illuminated with no visible signs of discoloration. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
The patient's mother reported the patient experienced elevated blood glucose levels (477 mg/dl) earlier in the day. The patient's mother changed the site and bolused to correct the elevated blood glucose level. One hour later, the patient complained of not feeling well and subsequently had a seizure. The patient was then transported to the hospital with hypoglycemia (27mg/dl).

Manufacturer narrative:
Pump settings and delivery history were reviewed with patient's mother and confirmed as accurate. A doctor directed the patient's mother to set an appointment with a cde to further review pump insulin delivery settings. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.